Manufacturer narrative:
(B)(4). Concomitant medical products: item# (B)(4), 36mm cocr mod hd -6mm, lot# 505940; item# (B)(4), taperloc micro lat fmrl 11mm, lot# 402250; item # (B)(4), m/h sld/apx hle rnglc shl 56mm, lot# 569300. Customer has indicated that the product will not be returned to zimmer biomet for investigation as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08026, 0001825034-2018-08024, 0001825034-2018-08025.

Event description:
It was reported a patient underwent primary left total hip arthroplasty approximately 10 years ago. Patient experienced distal wound separation and a small amount of seropurulent material on an unknown date. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes provided. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent primary left total arthroplasty. Subsequently, the patient had distal wound separation and a small amount of seropurulent material and stitch abscess a month after the primary.